Event description:
Event description boston scientific crm received information that this pacemaker's logbook stored epsidoes of pacemaker mediated tachycardia (pmt). The patient's heart rate was observed in the 30's. The left ventricular lead exhibited high thresholds. The patient was noted as asymptomatic.